Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that an impedance anomaly was noted. The device was explanted and replaced.

Event description:
New information received notes that the device was explanted electively. There was no malfunction reported on the device. The patient was stable.